Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the scs ipg site. Physician diagnosed haematoma at the scs ipg site. As a result, surgical intervention was undertaken wherein the ipg site was drained off the haematoma and ipg was left in place.

Event description:
Additional information received: the surgical intervention was undertaken on (B)(6) 2017, wherein the second haematoma was drained. The ipg nor the lead were explanted during the procedure. (First surgical intervention was undertaken for haematoma on (B)(6) 2017)